Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "retroperitoneal hematoma with bone resorption around the acetabular component after total hip arthroplasty: a case report and review of the literature" written by kenzo uchida, kohei negoro, yasuo kokubo, takafumi yayama, tsuyoshi miyazaki, hideaki nakajima, ai yoshida and hisatoshi baba published by journal of medical case reports 2012 was reviewed. The article's purpose is to report upon a case of a 77 year old japanese woman who received a right-side tha at age of 64 with non depuy products and then underwent left tha at age of 73 with depuy pinnacle cup and srom stem. Soon after the left tha she developed a-fib and was put on a long term regiment anticoagulant of warfarin 1.5 mg/day. Approximately 5 months later she suffered a fall that led to massive subcutaneous and pelvic girdle hematomas mostly predominantly on medial side of right thigh but no fractures, lesions or abnormal findings related to tha. A year later post fall an asymptomatic osteolytic lesion was detected on right pelvis. Two years later she complained of pain of a progressive nature in r hip during walking and radiographs revealed osteolytic lesion in r acetabulum without migration. She was still on her warfarin regimen. Upon admission to the author's hospital she demonstrated slight limited range of movement on her r side. Further assessment led to discover of massive osteolytic lesion on right side and CT images revealed the screw tip had penetrated the iliac bone from the superior exterior margin of the acetabulum. Surgeons performed revision surgery utilizing a depuy hydroxyapatite and poly-l-lactic acid super-fixorb mesh. No adverse events related to or followed the revision surgery. Adverse event associated with depuy implant products of l tha: atrial fibrillation.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected: h6. Product complaint # (B)(4). Investigation summary : no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.